Event description:
It was reported that during implant attempt, there was sensing difficulty, and intermittent oversensing was observed prior to induction testing. It was also reported that while the doctor was suturing the pocket, there was noise resulting in pacer inhibition. The doctor was able to recreate the noise by manipulating the device. The physician reopened the pocket, explanted the device, and implanted a new one. No patient complications were reported as a result of this event.

Event description:
It was reported that during a direct stenting procedure, an unknown coronary bare metal stent was advanced to the target lesion in a 95-99% stenosed lesion in the proximal saphenous vein graft to obtuse marginal. After the balloon was inflated for stent deployment and the delivery catheter was removed, the physician did not see the stent in the target lesion. However, cath lab staff believed they saw the stent in the lesion as well as a small area of plaque protruding through the stent. Another unspecified stent was implanted in the target lesion to ensure the lesion was covered. There was no adverse patient event. The physician surmised that the stent may not have been on the balloon. It was not remembered if the device was inspected before use or if the balloon was seen on the delivery system during preparation. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned, therefore, device analysis could not be performed. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted the patient was treated for a high grade lesion to the proximal saphenous vein graft (svg) to the obtuse marginal (om) with a good end result. The patient experienced the introduction of two stent delivery systems (sds) with the first sds questionable for the stent present on the system. Upon review of the cines, the reviewer did not visualize the first stent reported as being deployed. The stent was not visualized with careful review of several cines prior to the introduction of the second stent. The second stent was clearly visualized. The reviewer concluded that the stent in question may not have been present on the delivery system prior to inflation in the lesion area; however, as there was no pre-inflation positioning cine of the first stent in question, the reviewer could not confirm if the stent was absent prior to inflation. Additionally, the reviewer was not able to confirm the reported plaque protruding through the stent. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all sds are inspected at manufacture for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, a conclusive cause for the reported stent dislodgement could not be determined. Plaque prolapse and additional therapy/non-surgical treatment are listed in the risk assessment as no fault procedural complications. In this case, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The lot number was not provided, therefore, device history review for this lot could not be performed.